Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were river rafting and the life jacket was pressing against the insulin pump and the devise could have been splash by water. Customer also mentioned receiving a battery out limit alarm and stated that they were unable to clear it. Customer's blood glucose reading at the time of the call was 128 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump was unable to confirm unexpected battery out limit alarms due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.